Manufacturer narrative:
The manufacturer has completed the investigation alleging a ventilator failed to charge its internal battery. The device was returned to the manufacturer for evaluation. The customer's complaint was confirmed. The internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.